Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The patient indicated that the alleged meter issue started around sixteen days earlier, at an unspecified time. She claimed that the issue started after she had removed/replaced the meter's battery. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the reported issue began, the patient also claimed that she developed symptoms of shakiness. The patient denied receiving medical intervention from a health care provided and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before and after the symptoms began. The meter, test strips, and control solutions were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not clear as to how what duration of time the patient was unable to test her blood glucose before the symptoms started and what actions she took before the symptoms started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.